Event description:
The customer stated that he tested his blood glucose using his 2 contour meters. The older contour meter read 128 mg/dl, while the newer meter read 278 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and new meter were returned for evaluation. Replacement products were sent to the customer.